Event description:
Hamilton medical ag received the following description: following a successful completion of the preoperative checks, the ventilator was connected to a patient. Shortly thereafter, the device failed to deliver volume to the patient and generated a patient side disconnection alarm. The patient was transferred to another ventilator. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome, hamilton medical ag received the logfiles of the device for analysis. Review of the log files showed that the device repeatedly alarmed with "check flow sensor tubing," followed by "sensor failure mode was initiated," which subsequently led to a "patient-side disconnection" alarm. No technical events (tes), technical failures (tfs), or ambient mode activations were recorded. Subsequent inspection revealed that the ventilator failed both the preoperative tightness test and the flow sensor test. Further troubleshooting identified an audible leak originating from the inspiratory pathway during the tightness test. An ambient valve test was then performed and failed. To address the issue, the ambient valve was replaced, the device passed the service software checks and was returned to use. Hamilton medical ag considers this case closed.